Manufacturer narrative:
Items returned for evaluation: -azur soft3d coil device -packaging pouch items not returned for evaluation: -n/a the azur soft3d coil was returned inside the dispenser hoop with the molded cap still in place and inside the pouch. Upon inspection, a hair-like fiber was found adhered to the adhesive side of the dispenser hoop label. The fiber was sent for ftir testing and the five best tentative identifications of the material were the following: dried human blood, silk ii, silk I, protein shake mix, and dried nasal mucus. Based on these results, the unknown fiber is not consistent with the materials found in the azur coil manufacturing process. The investigation of the returned azur soft3d coil device found a hair-like fiber adhered to the adhesive side of the dispenser hoop label, which is consistent with the alleged product issue. The unknown fiber was sent for fourier transform infrared spectroscopy (ftir) testing and the five best tentative identifications of the fiber were the following: dried human blood, silk ii, silk I, protein shake mix, and dried nasal mucus. Based on these results, the unknown fiber is not consistent with the materials found in the azur coil manufacturing process. The investigation could not determine the origin of the fiber, but it likely adhered to the dispenser hoop label post-release of the final packaging.

Event description:
See h11.

Event description:
It was reported that when the coil was attempted to be used, foreign matter was found in the holder prior to use. As foreign matter hair like was adhered, another coil was used to continue the procedure. Subsequently, the procedure was successfully completed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, microvention, inc., will submit a supplemental report.